Event description:
Description: I noticed that a 1 ml slip tip tb syringe from bd that is stocked at my hospital contains dangerous markings. The dose increments don't have leading zeroes and the 1 ml marking has a trailing zero. This is a bd 1 ml tuberculin slip tip syringe ref - (B)(4). I have uploaded photos of the syringe and the packaging. I have alerted our management team and purchasing department so we can identify a different product to use. I'm not aware of an error that has happened at my facility due to this product. Medication administered to or used b the pt: no. Outcome: I have alerted our management team and purchasing department so we can identify a different product to use. I'm not aware of an error that has happened at my facility due to this product. Where did the error occur: hospital. Pt counseling provided: unk. Relevant materials provided: image. Severity: circumstances or events have capacity to cause error. (B)(6).